Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using the bd insulin syringe ultra-fine® 1ml 29g x 1/2" (0.33mm x 12.7mm) u-40 100count the operator found a foreign matter at the tip of the needle on october 12, 2023 the operator found a foreign matter at the tip of the needle while examining the insulin syringe, which was immediately discarded and replaced with another well-packaged syringe for use in the procedure. The operation was successfully completed.

Manufacturer narrative:
The following fields have been updated due to additional information: h.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h.10.

Event description:
It was reported prior to using the bd insulin syringe ultra-fine® 1ml 29g x 1/2" (0.33mm x 12.7mm) u-40 100count the operator found a foreign matter at the tip of the needle on (B)(6) 2023 the operator found a foreign matter at the tip of the needle while examining the insulin syringe, which was immediately discarded and replaced with another well-packaged syringe for use in the procedure. The operation was successfully completed.